Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to faulty connector of the printed circuit board. The root cause of the faulty connector of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was evaluated, and the customer's allegations was confirmed due to a connector issue. The evaluation also found a printed circuit board failure, causing a no image issue. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was connector failure while using the visera pro video system center. The issue occurred during inspection before use and the patient was not under sedation. The procedure was completed with a similar device, and without delay. There was no patient harm associated with the event.